Manufacturer narrative:
The cord was sold prior to 9/9/2016. The IFU for this cords states that it is "designed to withstand a minimum of 20 sterilization cycles" when properly cared for. The cord shows significant signs of use and was sold more than 1.5 years ago. The cord was used beyond its useful life.

Event description:
A bipolar cord caused a fire in the operating room (or), it came apart where it was connected to the spatula during a lavh with dacosta.